Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer shaft, middle shaft, inner shaft and the remainder of the device were checked for damage. The handle was separated when returned. The components were checked for damage. The outer shaft was buckled approximately 26 cm to 32 cm. The internal components were inspected for further damage. It was noticed that the mid-shaft was detached from the retainer clip. The stent was not returned inside of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a left superficial femoral artery atherectomy procedure, stent deployment issues and stent damage occurred. Vascular access was obtained via a contralateral approach. The 100% stenosed target lesion was located in the severely tortuous and heavily calcified left superficial femoral artery (sfa) with a tortuous bifurcation. After predilation to 6atm with a 5mm sterling balloon, a 6mm-200mm/130cm innova¿ stent was advanced over a .018 v-18 controlwire guidewire to the target lesion. The stent was attempted to be deployed by turning the thumbwheel with high force, but it only deployed for about 50cm and then it could no longer be deployed any further. The physician broke the handle open and pulled the silver deployment catheter inside and then deployed the stent. The stent was stretched and elongated, thus another 6mmx150cm innova stent was deployed to realign the proximal end of the previous stent. The procedure was completed. No patient complications were reported and the patient's status was fine.